Manufacturer narrative:
It was reported the tip snapped off bonded texium 10 ml syringe while unscrewing from smart site, with leakage. Received from the customer is one used texium syringe model my8010-0006, lot unknown. Also received is one primary set model 10013361t, lot unknown. The set was visually inspected for cracks, misassemblies or damages to the components. Visual inspection confirmed that the texium syringe broke off at the medication port of the drip chamber of the primary set. The break occurs where the base of the texium connects to the male luer end of the syringe barrel. Closer inspection under a lab microscope observed stress marks at the break site. No tool marks were observed. No further testing could be performed due to the texium syringe and the obvious leak that would occur from the break. Equipment used for testing on (B)(6) 2020: optical ram-cnc, eq 08204, (B)(6) 2021. Device history record for model my8010-0006, could not be performed due to no lot number being provided by customer. The cause of the break is due to excessive outside force being applied to the texium syringe as indicated by the stress marks at the break site. The root cause of the outside force could not be determined.

Event description:
It was reported that texium needle-free syringe, 10 ml tip snapped off and leaked. The following information was provided by the initial reporter: material #: my8010-000 , batch #: unknown. It was reported the tip snapped off bonded texium 10 ml syringe while unscrewing from smart site, with leakage.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that texium needle-free syringe, 10 ml tip snapped off and leaked. The following information was provided by the initial reporter: material #: my8010-000, batch #: unknown. It was reported the tip snapped off bonded texium 10 ml syringe while unscrewing from smart site, with leakage.